Event description:
The ruler in the marker, label, ruler set in pack is disintegrating when getting wet or being used in an open wound. The item was retrieved in pieces from the patient and removed from the sterile field. The marker, label, ruler set is intended to be used externally and not internally as described in this event.

Manufacturer narrative:
The ruler from the marker, label, ruler set involved in this event is part of a surgical convenience kit assembled by roi cps, llc and is not manufacturerd by roi cps, llc. The manufactuer, viscot, confirmed that the ruler involved in this event is not intented to be used internally. The unitended internal use led to the event.